Event description:
The patient reported their wound did not heal and the stimulator was exposed. Although there were no signs of infection or erosion, antibiotics were prescribed. An explant procedure was performed on (B)(6) 2023 and the patient is doing well. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The lead was implanted in the patient's shoulder, and the patient is in a wheelchair and uses their arms to transfer in and out of the wheelchair. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is in wheelchair and uses their arms to transfer in and out of the chair (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.